Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc was created following and additional information received on the mother (B)(4) found in aei note a-(B)(4). (B)(6) 2019: r tka is performed. Specific part/lot not identified. (B)(6) 2019: patient has ongoing stiffness and pain. (B)(6) 2019 right knee undergoes manipulation due to lack of motion. Doi: (B)(6) 2019, doe: may 24, 2019, right knee,

Manufacturer narrative:
Product complaint # (B)(4). These devices were also subject of (B)(4) as the patient experienced adverse events on different days with the same device. Added b7 patient medical history, d1 brand name, d4 catalog name. D6a date of primary implant, g2, report source changed to legal, g3, awareness date updated to 4/19/2022, h6 update clinical codes, h10 add cross reference note. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B7, d1, d4, d6a, g2, g3, h6, h10.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.